Manufacturer narrative:
Weight and ethnicity: unknown as information was not provided. Date of event: the exact date of event is unknown, not provided, but the best estimate date is prior to (B)(6) 2022. Implanted date: unknown as information was not provided. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right (od) eye in the secondary procedure. The reason for the explant is unknown/not provided. There was no additional surgical intervention performed. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes . Section d9: return to manufacturer: 3/23/2022 . Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non conformance report (ncr) was found during record review. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.